Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the issue had been battery alarm. The pump had been powered off 3 times and said batteries depleted. The pump was replaced with new batteries. The screen was reviewed: running, reservoir volume was 44.8 ml empty in 20 hours and 22 minutes. The battery tester and the 'depleted' ones still showed to be full. The event occurred while in use with patient.

Manufacturer narrative:
H6. Codes: updated. Customer reported pump had battery alarm showing batteries depleted and been powered off three times. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.